Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient complaint of fatigue with minimal activity, less energy over the past month. Hemoglobin noted to drop from baseline 8.5 to 6.4 with no overt bleeding. The subject received 2 units of packed red blood cells (prbc) on (B)(6) 2020 and (B)(6) 2020. There was an adjustment to coumadin from 4.5mg to 3mg. The event was resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of major bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The patient remains ongoing on the device and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.